Event description:
It was reported that in late 2009, the patient presented with lower back pain and a burning sensation in her shoulders. The surgeon performed lumbar fusion surgery on patient's lower and middle back. Following surgery, patient's back pain increased and she was unable to bend over. The patient never received a second recommended surgery. She continues to suffer from severe back pain and chronic discomfort. Rhbmp-2/acs was implanted in the patient during the surgery.

Manufacturer narrative:
(B)(4). Date of implant is unknown but the surgery happened in (B)(6) 2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.